Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 09-oct-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient experienced a sudden increase in pain. A side port access failed and it was suspected that the catheter was not patent. There were no environmental, external, or patient factors that may have led or contributed to the issue. No actions/interventions were taken at the time of report and the issue was unresolved. Surgical intervention was planned but had not been scheduled at the time of report. The patient's status was alive: no injury. No further complications were reported or anticipated.